Event description:
It was reported that during an unknown procedure, the surgeon has found that the distal part of the jaw of the clip applier was broken. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Broken jaw at bifurcation. The analysis results of the el5ml found that the device was received with one jaw broken at bifurcation and evidence of corrosion was found throughout the broken area. No functional testing could be performed due to the condition of the returned device. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: please describe what is meant by "the distal part of the jaw of the clip applier was broken." The jaw was broken & lost alignment. Did any part of jaw of device break off into patient? If so, were all parts retrieved? No. Was there any change in procedure or post-op patient care? No. How was case completed? With another ligamax 5mm.